Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.6, b.3.

Event description:
Patient reported left side rupture diagnosed by ultrasound and confirmed by MRI. Patient further reports device is "uncomfortable, at times painful and misshapen". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left side rupture diagnosed by ultrasound and confirmed by MRI. Patient further reports device is "uncomfortable, at times painful and misshapen". Device remains implanted.